Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure ((B)(6) 2013) the right distal sfa was treated with an inpact admiral balloon catheter. Approximately 40 months post index procedure the patient underwent target vessel revascularisation of the right distal sfa ((B)(6) 2016) using an admiral xtreme pta and a complete se stent. A grade b dissection occurred. The patient has recovered. It is unknown which device caused the dissection and if any treatment was required.